Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting during pulse testing) was confirmed in the downloaded software flag files but unable to be duplicated during testing. As received the monitor passed functional testing. The cause of the intermittent resets was isolated to the defibrillator pca. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A design change to address this condition was submitted in PMA supplement p010030/s064, which was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting during pulse testing.